Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Clinician reported iunihg fractured inside a certain implant and was removed and replaced. No further information provided. Product will not be returned.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did submit one (1) x-ray image for the reported event. Further review of the provided x-ray identified the fractured screw portion stuck inside the implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, torque applied during placement/ seating exceeds recommended value, clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, the screw malfunction did occur. Without device receipt, the reported event was confirmed via x-ray. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.